Manufacturer narrative:
One device was returned for analysis. During the occlusion test, a travel course error was observed. This indicated a reportable malfunction. The cause of the issue was identified as a bad main board. The bad main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of an audible error. Upon physical inspection, travel coarse error was found. The event happened during testing. There was no patient involvement, no patient injury was reported.